Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the ok and up arrow keypad buttons were unresponsive. No other information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast key contact. The up arrow key contact was found to be misaligned.